Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a video laparoscopic bariatric procedure, the stopcock on the device detached. No consequence to the patient was reported.